Manufacturer narrative:
(B)(4).2019 batch #: t92x4e. Additional information received: did the patient experience any adverse consequences due to this issue?. I don¿t think there was any patient consequence. They continued with hook diathermy. Investigation summary: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. During functional testing on gen11, an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. There were no "unexpected ready to pre run" issues noted at any time during analysis. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, device plugged in and started, ran through initial testing okay and surgeon started the case. Surgeon was approximately 3/4 way through the case when the generator showed a fault screen (nurse can't remember what the first fault screen was) and they followed the instructions on the generator. Then they tried to use the device again and a second fault screen appeared saying "tighten instrument". Nurses went through the steps and the generator said to test device again, third fault screen saying "clean jaws" appeared, which they again followed the steps and went through a 3rd test phase and the generator faulted again with a screen now saying "replace instrument". Procedure was delayed by twenty minutes. Procedure was completed successfully. Patient consequences were not reported.